Event description:
Physician went to use curved iris scissors and tip broke without using force. No harm to patient. Manufacturer response for sklar scissors, (brand not provided) (per site reporter): this has been reported to claflin, pictures sent.